Event description:
Per rep - 10sep2020 - I was informed today of a biopsy procedure that took place on friday (B)(6) at (B)(6) university hospital (B)(6). It was a 68 yo male patient with a ureteral tumor (no other medical known issues). The bigopsy device retrieved 1 good specimen, but wouldn¿t operate properly again. The surgeon reengaged the cable/wire and handle but it wouldn¿t properly ¿bite¿ a second time. So they were not able to get multiple specimens as desired and resorted to just one. Patient was not harmed and no additional steps or procedures were required. The pathology was successful in identifying malignancy. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? Not that was reported did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. The rep has been asked to provide the answers to the following questions. - (B)(6) 11sep2020. 1.1 for all complaints ask: 1.1.1 please describe the exact location of the biopsy site. Kidney. 1.1.2 was the patient taking any anticoagulants or aspirin at the time of the procedure? No 1.1.3 if not with the device in question, how was the procedure finished? The device was able to get an adequate amount of tissue. 1.1.4 was the anatomy tortuous? No. 1.1.5 was the device functionality tested prior to use? Yes. 1.2 for occurrences during use (once in contact with endoscope), also ask: 1.2.1 what is the endoscope manufacturer and model number that was used? Storz flexx ureteroscope. 1.2.2 was the endoscope in a curved or straight position? Relatively straight 1.2.3 how many biopsies were taken prior to this occurrence? None. 1.2.4 did any section of the device detach and become free inside the patient? No.

Manufacturer narrative:
Device evaluation: 1 x blb-024115 of unknown lot number was not returned to cirl for a lab evaluation. Therefore, a document based investigation was completed. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: as the lot number of the complaint is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all blb-024115 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The instructions for use, ifu0034-8 which accompanies this device instructs the user in step 2 to after the handle is attached, ensure the operation of the biopsy cups before surgical introduction. Biopsy cups default to the closed position. To open the biopsy cups pull the finger spool towards the thumb ring. To close, push the finger spool forward. Note: biopsy cups need to be in the closed position before surgical introduction.¿ "visually inspect the product to ensure no damage is occurred. If the package is opened or damaged when received, do not use. If abnormality is detected that would prohibit working condition, do not use". There is not sufficient evidence to suggest that the user did not follow the IFU. Root cause: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult patient anatomy and/or the wire not being loaded correctly onto the handle. It is possible that a difficult patient anatomy prevented the biopsy cups from closing completely during the procedure. Also, if the wire was not loaded correctly or was not fully inserted into the handle this may have prevented the device from retrieving samples from the patient. Summary: complaint is confirmed based on the customers testimony. According to the information reported, the patient did not experience any adverse effects or additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.